Event description:
Consumer called to report having symptoms of low blood sugar while her meter was reading high. Had bolused earlier on this higher readings and started having low sugar reaction. Call emt for assistance, was giving oral glucose and transported to the hosp.